Event description:
On, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a test on her onetouch ultramini meter due to it displaying a battery indicator message. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue began approximately 3 weeks ago at an unspecified date/time. It is unknown how the patient was managing her diabetes at the time of the alleged issue, but she reported that she continued with her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue and claimed she went to the emergency room (ER) after the alleged issue occurred for an unspecified reason. She reported that her blood glucose was checked in the ER using an hcp meter (brand unknown) on (B)(6) 2012 in the afternoon and obtained a result of "275mg/dl." On (B)(6) 2012 at an unspecified time, the patient stated she was treated by an hcp with insulin, but she could not recall the type or dose. It is not known how long the patient was in the hospital. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. Based on the meter's specifications for use, a battery replacement was needed but the patient did not have a battery available. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery and a defective capacitor. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.